Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient¿s initials are reported as (B)(6). Patient weight is not available. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Part number: 03.010.404, synthes lot number: u131785, release to warehouse date: march 10, 2011, supplier: (B)(4), mfg. Site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an initial procedure on (B)(6) 2016 to correct a tibia fracture, a cannulated connecting screw for percutaneous instruments for nails would not disconnect from an unknown nail. The surgeon proceeded to use a ball hex screwdriver to try and disconnect the connecting screw from the nail. While in use, the ball hex screwdriver broke at the tip of the device and fell into the patient. A suction device was used to retrieve the broken tip of the ball hex screwdriver. A separate ball hex screwdriver was used in an attempt to disconnect the connecting screw from the nail. The tip of the second ball hex screwdriver broke and fell into the patient. A suction device was used again to retrieve the broken tip of the ball hex screwdriver. Upon the retrieval of the screwdriver tips, the procedure proceeded and was completed without any other issue. The reported incident caused a 15 minute surgical delay. Post-surgery the patient was reported as stable. Concomitant medical devices reported: nail (part # unknown, lot # unknown, quantity # 1). This is report number 1 of 3 for (B)(4).

Manufacturer narrative:
Product investigation summary: the cannulated connecting screw and ball hex screwdriver are instruments routinely used in the suprapatellar instrumentation for titanium cannulated tibial nails system. A visual inspection, functional test, and drawing review were performed as part of this investigation. This complaint is confirmed. The cannulated connecting screw (part: 03.010.404 / lot: u131785) was returned and reported to have become stuck to the nail during surgery. This complaint condition is confirmed as the distal threads of the connecting screw are quite worn and show a significant degree of deformation that could have led to the complaint condition and are, at least, indicative of the devices becoming stuck together. The issue was likely caused by worn and misshapen threads from over five (5) years of consistent use and possibly the application of excessive torque during the attachment of the connecting screw to the nail; however, this complaint is not likely a result of any design or manufacturing related deficiency. The device was manufactured in march, 2011. The balance of the device is in fairly worn condition with some markings and discoloration along its length. The relevant drawing was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Report should be for product problem/malfunction only. There was no report of an adverse event associated with this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.